Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. Similar products showing a similar malfunction have been investigated. Leakage at the luer lock of the blood inlet was confirmed in the laboratory. Review of the quality control process indicates that 100% functional inspection for leakage is performed during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. This data is also being handled through a designated maquet cardiopulmonary tracking and trending process-CAPA. No further investigation will be performed at this time. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during priming, leakage at the luer lock at the blood inlet connector (venous side) was observed. The device was changed out, prior to patient involvement. (B)(4).